Manufacturer narrative:
Concomitant medical product: dvbc3d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to low right ventricular (rv) lead impedance. It was also reported the rv lead impedance had been trending down gradually. The rv lead remains in use. No patient complications have been reported as a result of this event.